Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that multiple buttons on their device would no longer respond when pressed after the device had been on for 10-15 minutes. There were no reports of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control verified the reported issue, noting that defibrillation therapy would not be possible if it were necessary.

Manufacturer narrative:
Physio-control further evaluated the customer's device and determined that thermal damage to integrated circuit, designator u5 on the interface pcb assembly was causing the reported issue. The interface pcb assembly was replaced and proper operation was observed through functional and performances testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that multiple buttons on their device would no longer respond when pressed after the device had been on for 10-15 minutes. There were no reports of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control verified the reported issue, noting that defibrillation therapy would not be possible if it were necessary.